Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. The malfunction did not adversely affect the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.